Event description:
The customer reported via phone call that they experienced high blood glucose. The customer's blood glucose was 346 mg/dl. Customer treated their blood glucose with the insulin pump. It was also found the customer was feeling nauseous and hungry due to their high blood glucose. Troubleshooting found the customer had two medium sized air bubbles in their reservoir. Customer declined to check their settings during troubleshooting. Troubleshooting was also not completed because the customer did not have tubing clamps available. Customer was advised to change out their entire infusion set, reservoir, and insulin. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.